Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was provided: were the antihistamine or hydrocortisone cream prescribed? Yes. Did the patient experience a post-op device malfunction? --> no. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown. Did the patient require revision surgery or hardware removal? --> no. Patient status/ outcome / consequences --> yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> a rash appeared in the location where the prineo was placed. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no. Is the patient part of a clinical study --> unknown. (B)(4). Device property of -->none. Device in possession of -->none. Attempts are being made to obtain the following information. However, no further information is available: what is initial procedure date? What date did the reaction occur on? Do you have any pictures of the reaction? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? Can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. The patient developed a latent rash reaction approximately 4-6 weeks after surgery, in the same location where the topical skin adhesive was placed. The topical skin adhesive had sloughed off or had been removed, but in that location, rash-like vesicles were seen. The reaction spreads a bit throughout the leg. The rash resolved on its own within about a week and did not require any major intervention other than antihistamine and hydrocortisone cream . There has been no change in patient prep nor their pre-op medications. Additional information has been requested.